Manufacturer narrative:
B3: event date is unknown. G2. Foreign: italy medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was complaining that the stimulation has changed area of stimulation. Now the patient perceives stimulation in the ventral area of the thoracic region. The patient wants to know the reason for this new sensation. It was explained to the patient that it was difficult to understand the origin of the new sensation. The patient was asked to briefly turn off the stimulation. While being off, the patient still perceived the sensation at the thoracic area. The patient then turned the stim back on. The patient was advised to contact the hospital to have an appointment with the hcp and the field engineer to understand what it is going on. The patient has been notified that they should call back if their issue is not resolved permanently.